Manufacturer narrative:
(B)(4). Date of event: the occurrence date is unknown in (B)(6). (B)(6). Manufacture date: march 14, 2017 ¿ march 16, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was identified from a small volume folfusor after preparation with 5fu and 3 ml of nacl. Fill volume was 96 ml. The customer reported that they used a non-baxter vygon red luer cap. This issue occurred before use. There was no patient involvement. No additional information is available.